Manufacturer narrative:
(B)(4). Corrections: section d1: brand name updated to fisher & paykel healthcare section d4: UDI details updated section h11: method: the ten subject rt266 breathing circuits were received at fisher & paykel (f&p) healthcare in new zealand for evaluation, where they were visually inspected and analysed. Results: visual inspection found no physical damage to the outside of the breathing circuits. Leak testing confirmed the presence of a leak for three of the ten breathing circuits. Further testing confirmed a leak from the duckbill valve located in the swivel connector of the circuits. Further inspection identified a deformity on the duckbill slit. Conclusion: the reported leak was confirmed and was due to a deformity in the duckbill slit on the swivel connector of the circuit. All rt266 infant dual-heated evaqua2 breathing circuits are visually inspected, and pressure and flow tested during production and those that fail are rejected. The subject circuit would have met the required specifications at the time of production. The user instructions that accompany the rt266 infant dual-heated evaqua2 breathing circuit state: - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient. - visually inspect breathing sets for damage.

Event description:
A distributor reported on behalf of a healthcare facility in japan that ten rt266 infant ventilator circuits failed the ventilator leak test prior to patient use. The healthcare facility also observed a fault with the duckbill slit on the swivel of the circuits. There was no patient involvement.

Manufacturer narrative:
(B)(4). The ten subject rt266 infant breathing circuits have been requested to be returned to fisher & paykel healthcare new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in (B)(4) that ten rt266 infant ventilator circuits failed the ventilator leak test prior to patient use. The healthcare facility also observed a fault with the duckbill slit on the swivel of the circuits. There was no patient involvement.